Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had vent inop, post timer/24v failure. No patient involvement reported.

Manufacturer narrative:
The device was not returned for failure analysis. To date, no further information has been received.